Manufacturer narrative:
Per the clinic, on (B)(6) 2015, the patient underwent revision surgery to have internal magnet placed. The implanted device remains. This report is filed january 29, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth and infection at the abutment site since (B)(6) 2015 (day not given). The patient was administered injectable steroids (date not provided) and antibiotics (type and date not provided) which did not resolve the issue. Subsequently on (B)(6) 2015, the abutment was removed and the site was sutured closed. The patient was also prescribed oral and topical antibiotics. The implanted device remains.